Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 incompatible scope error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image and e315 error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The issue occurred during device set up. There were no reports of patient involvement.